Event description:
The customer obtained a higher than expected, non-reproducible vitros tropi es result (0.075 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. The same sample was retested and the repeat result (repeat <0.012 ng/ml) was believed to be the accurate result. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The falsely elevated vitros tropi es result obtained from the patient sample was not reported from the laboratory and there was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros tropi es results were obtained from a single patient samples processed on a vitros eciq immunodiagnostic system. The root cause of this event could not be determined. The investigation identified an opportunity to optimize the performance of the analyzer; however, the user declined ocd field service. In addition, vitros tropi es precision testing demonstrated the vitros eciq system was operating as expected; therefore, it is unlikely an analyzer related issue contributed to the event. There was no evidence found to suggest a tropi es reagent malfunction contributed to the higher than expected results. The investigation also determined the affected sample had not been centrifuged within the collection device manufacturer's recommendations. Therefore, it is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.